Event description:
It was reported that during the percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 95% stenosed lesion was located in a severely calcified and moderately tortuous superficial femoral artery. During the first dilatation with a 4 fr sterling monorail 6.0 x 40/135 balloon catheter, the balloon ruptured at 10 atms. The procedure was completed with a different device. Pt status was reported as good.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).